Event description:
It is reported that the patient experienced pain.

Manufacturer narrative:
Evaluation summary: surgical notes were returned for the implant surgery and indicate that alignment was good, there was no flexion or mid flexion instability and the patella tracked appropriately. No root cause was identified in the operative notes. X-rays dated (B)(6) 2012 show the implanted components. It appears that the taper plug is not fully inserted into the tibial plate. It is possible that this could lead to pain; however, it cannot be determined conclusively. A definitive root cause cannot be determined at this time. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.